Manufacturer narrative:
The product was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. The customer only provided a photo of the cassette tray label. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that while in cortex mode irrigation/aspiration (ia) stopped working and error code was displayed. The procedural type was unknown. The surgery was completed by machine shut down and reboot with new fluid management system (fms) fixed the problem. There was no impact to the patient.